Event description:
The patient called lifescan on 10/27/04 and alleged that his meter was reading inaccurately low. The patient reported two results of 25 and 30mg/dl. He was comparing these results to normal readings/ feelings, which is an invalid comparison. The patient phoned his physician for advice and an appointment was made. The patient stated that he was eating more food because of the low readings. The patient reported symptoms of frequent urination and dry eyes. At the physician's office, the patient's blood sugar was tested and the patient had a high blood sugar reading (the reading was not reported). No treatment was reported. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient performed two control solution tests, both failed. A check strip test was performed, which passed. Based on the information provided, there is an indication of a meter malfunction, however, there is no indication of the malfunction leading to a serious injury. The patient did not receive any treatment, nor do we have a blood glucose result to confirm that the patient was hyperglycemic. The meter is being replaced for the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it, and if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.